Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic nerve stimulation and phrenic nerve stimulation. It was noted capture without stimulation was not available. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.